Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that the "top lead is burned out". The patient further reported that a physician attempted to replace the lead but encountered "blockage". The patient's atrial lead was inactivated as of (B)(6) 2010. There were no patient complications reported as a result of this event.